Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, he noticed a bent haptic after the iol was inserted. The incision was enlarged to facilitate removal of the iol. Additional information has been requested.